Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances and fractured lead tails. The remaining fractured tails were left as is in the patient and was referred to neurosurgery for paddle revision.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances and fractured lead tails. The remaining fractured tails were left as is in the patient and was referred to neurosurgery for paddle revision. Additional information was received that on the day of the revision, the patient went into cardiac arrest and passed away on the way from the preoperative room to the operating room. The patient was not sedated at the time, and the physician assessed the cardiac event as not related to the device or the procedure.

Manufacturer narrative:
Correction to the initial MDR in block b1, and h6.